Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 5085 surgical table. The technician found no issues with the function or operation of the surgical table and hand control. The table was returned to service with no repairs required. The 5085 surgical table operator manual (p. 5-22) states, "steris 5085 general and harmony surgical tables are equipped with a backup hand control system. This system can be actuated at any time and allows table operation in event of primary control malfunction." A steris account manager has offered in-service training to user facility personnel on the proper use and operation of the 5085 surgical table specifically, properly using the hand control. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the 5085 surgical table was not responding to hand control commands. The procedure was completed successfully without delay. No report of injury.